Event description:
On (B)(6) 2011, customer reported that the dxc 800 instrument was generating reaction wheel temperature errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and found that when attempting to run quality control (qc) on the cartridge chemistry (cc) side of the instrument, the temperature error ensued and it was >38.1 °c, which the specifications are for 37 ± 1 °c. Fse pulled out the wheel and noticed that the heat element had taken some spilled wash buffer which caused corrosion in some areas. Fse ordered a new reaction wheel for installation. On (B)(6) 2011, fse installed the rebuilt reaction wheel with new cuvettes. Fse performed reaction wheel home alignment, cuvette wash head alignment, cuvette centering, lamp calibration and lpia cuvette center alignment. Fse replaced all wash/vacuum probes on cuvette wash head and vacuum probe along with wiper and noticed the existing vacuum probe had a piece of broken cuvette lodged in the wiper. Fse ran qc successfully and the issue was resolved.

Manufacturer narrative:
(B)(4).